Event description:
Caller reported an issue regarding incorrect time settings on their device. There was no adverse impact to the customer¿s blood glucose level as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump time and advised them to monitor for further discrepancies, recommending follow-up if the issue recurred. The caller understood and acknowledged the guidance provided.